Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) provided a quote for evaluation to the customer and is currently waiting for the purchase order to proceed. The customer was notified that a purchase order (po) is required to proceed with device evaluation/repair. As of, no response or po approval has been received from the customer. Due to the lack of customer authorization, the complaint will be investigated with all provided information. Should the customer provide po approval at a later date, the complaint will be re-opened and further evaluated as appropriate.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. Due to character limitation in e1 for event site address, the full event site address is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had bbia may require maintenance. No patient harm or injury reported.